Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "involved party was setting up lines in anticipation of patient arrival. Set up medications and then put pumps on delay while waiting for patient arrival. Shortly before patient arrival, involved party noticed that milrinone bag was almost empty. Fluid had been running through tubing despite channel being in delay. Could have resulted in large overdose to patient. Channel and tubing taken from room and given to reporter. Alaris channel # is 773794. Pump and tubing can be found in reporter's office for morning huddle. Internal rl# (B)(4).". There was patient involvement, however outcome is unknown. The customer provided an image stating, "over infused/ce checked ok, set up waiting for patient - channel was set to delay, but emptied the bag could of overdosed patient"

Event description:
A copy of the medwatch report from FDA was received, which states, "involved party was setting up lines in anticipation of patient arrival. Set up medications and then put pumps on delay while waiting for patient arrival. Shortly before patient arrival, involved party noticed that milrinone bag was almost empty. Fluid had been running through tubing despite channel being in delay. Could have resulted in large overdose to patient. Channel and tubing taken from room and given to reporter. Alaris channel # is 773794. Pump and tubing can be found in reporter's office for morning huddle. Internal rl# (B)(4).". There was patient involvement, but no harm. The customer provided an image stating, "over infused/ce checked ok, set up waiting for patient - channel was set to delay, but emptied the bag could of overdosed patient".

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: date of event, describe event or problem, concomitant med prod data (1). Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex e, f a, b, c, d, g codes, unique identifier (UDI) #, medical device serial #, device manufacture date and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported inaccurate delivery of milrinone was not confirmed through a review of the device logs or reproduced during testing. Inspection of the suspect device found no issues or anomalies that could contribute to the reported issue. All inspected parts were manufactured by bd. Laboratory test results performed on the source device confirmed the pump module was within specification for accuracy and operating as intended. The pcu and its logs were not returned for investigation, however a log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and drug parameters. A review of the pump module error logs showed no records associated to the reported incident. It was identified that pump module was powered on attached to pcu s/n (B)(6) on 26 february 2025 at 09:43:02 pm and was assigned channel a. At 09:54:13 pm, pump module s/n (B)(6) was selected. Pump module alarmed for ¿operator walkaway¿, infusion was programmed with a rate of 2.04ml/h and a volume to be infused of 80ml. Infusion was started. At 09:55:42 pm, pump module s/n (B)(6) was selected and alarmed for ¿occlusion patient side¿ and after alarmed for ¿operator walkaway¿. Door was opened. No more infusions were recorded on this date. Alaris system user manual (v12.1.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported inaccurate delivery of milrinone was not identified. The returned device was fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.